Manufacturer narrative:
The device was evaluated by a field service rep. The investigation is ongoing. This report will be updated when the eval is complete.

Event description:
It was reported that during a procedure, a pop noise came from the rover followed by a puff of smoke. The power shut off on the rover and it will not turn back on. They were able to pull another rover in and complete the case. There were no adverse consequences reported in this event.